Event description:
The customer stated that the device sometimes fails to discharge. No information if a patient is involved.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.